Event description:
It was reported the patient was having pressure in their rectum and a tingling sensation during a car ride the day prior to report. The patient stated it was ¿like she¿s on a vibrator.¿ it was noted the patient¿s bowel movements were enough to irritate their rectum. It was stated this issue stated five days prior to report and they had to turn their stimulation down to 1.9 from 2.0 volts and then eventually down to 1.0 volts. Reportedly, the patient couldn¿t sit down but when lying down they were fine. It was noted the patient had no problem with urinary retention. Additional information from the healthcare provider stated the cause of the event was the patient¿s amplitude was set too high. There were no abnormal impedance measurements. It was noted the patient¿s amplitude was decreased and the patient reported relief in pain and tingling. It was stated they decreased the amplitude and turned on cycling during reprogramming on (B)(6) 2014. It was noted the patient had relief of discomfort and the patient¿s urine tested positive for a urinary tract infection. It was stated the patient was treated with antibiotics and there was no follow up yet since the treatment. Reportedly, the patient had increased urination and rectal discomfort. It was stated no hospitalization was required and the urinary tract infection may have contributed to the symptoms. It was later reported the patient had stimulation in the wrong location and bowel issues since implant. It was noted the patient had their stimulation set at 0.9 volts and they kept it at that level to avoid bowel issues. The patient stated the programming changes did not help because they could not increase past 0.9 volts or they had bowel issues. It was noted the patient had some preexisting bowel issues and they were having pressure in their rectum that was causing hemorrhoids since implant. Reportedly, when the patient had a bowel movement it was a small amount and they were not aware when they had to go and just felt a small amount of stool. It was noted the patient was feeling uncomfortable vibration in their rectum when they ride in a car and they felt vibration elsewhere in their body like in their leg and on their vagina. Reportedly, the patient had an appointment scheduled for (B)(6) 2014.

Event description:
Additional information received from the patient reported that she did not use the stimulation anymore and would actually like to have it removed so that if she needed mris in the future she could. The patient wanted to know what the removal process would entail. It was noted that it never really worked for her and she had all kinds of problems. It also affected her bowels.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fwky, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that since implant patient had vibration of the rectal area. At one point, she turned it off for a whole month. The physician was considering a lead revision. An x-ray was taken and the lead did not show an issue. The health care provider at the office reprogrammed and the issue has now resolved. The patient stated she cannot increase higher than 2.9 v but she has low leakage and still wears a pad. Per patient the issues has resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a loss of therapeutic effect. A week prior to the date of the report the patient did not know if it was working and checked the status with the patient programmer and saw her lightning bolt wasn't on and turned it back on. The patient had a wetting issue 2 days prior to the date of the report and thought it must not be working right because the therapy/stimulation did work the last two months. The device just worked at the time of report and was on program 4, as the other programs (1, 2, 3) did not work. The patient had all kinds of problems and could only keep it at 2.2v or it affected her bowels and was vibrating her rectum real bad where the patient couldn't stand the stimulation and made her bowels move and they didn't have control over it. The patient had been in the doctor's office 4 times before she decided to turn it below 3v and found that it resolved the bowel issue. It was thought the patient needed it higher than 3v but found she didn't need it that high. Not all the time but a little bit the patient felt the vibration, but not like she had before where it was vibrating so much she couldn't sit on it. The patient had an appointment scheduled (B)(6) 2014 for follow-up because she was having so many issues. No outcome was reported for this event, a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that since implant the patient still had leakage and had a 50 percent reduction but still couldn't go without pads. The patient stated they had control of everything and could hold their urine during their trial. It was noted the patient had urinary tract infections (uti) often and was told their therapy would help with uti and they were expecting the same result as their trial. It was stated the patient felt vibrating in their rectum and they were at 1.7 volts on program 3. It was noted when the patient tried turning up to 2.0 volts for leakage symptoms they felt stimulation or pressure in their rectum and turned it back down. It was stated the patient had a uti 3-4 weeks prior to report and had to be on medication. Reportedly, the patient felt stimulation in their rectum and noticed adverse bowel since implant. It was noted the patient had been to their healthcare provider twice for programming and after their second programming 3-4 weeks prior to report their adverse bowel issue had been resolved but the patient still felt stimulation in their rectum if their implantable neurostimulator (ins) was turned up.

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient had an appointment on (B)(6)-2014.